Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is not performing the air removal steps correctly. Clinical support informed the customer that not performing the air removal step correctly is off label per the tandem user guide. Customer changed supplies to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 507 mg/dl with high ketones and vomiting. Cause was not known. Reportedly, the customer was administering manual injections to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.